Event description:
It was reported that during a procedure, the c-arm allegedly moved downward without actuation while the patient was under compression. According to the report, the doctor confirmed that the control panel was dry; no fluid was present. He also confirmed that the c-arm movement lockout key was not used.